Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced myalgia ("muscle pains"), alopecia ("hair loss"), abdominal distension ("bloating") and tooth loss ("tooth loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to essure remove). Essure was removed. At the time of the report, the myalgia, abdominal distension, weight increased and tooth loss outcome was unknown and the alopecia had not resolved. The reporter considered abdominal distension, alopecia, medical device removal, myalgia, tooth loss and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, alopecia, myalgia and weight increased, tooth loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: case became incident. Removal details updated. Added the reporter details. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced myalgia ("muscle pains"), alopecia ("hair loss"), abdominal distension ("bloating") and tooth loss ("tooth loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to essure remove). Essure was removed. At the time of the report, the medical device removal, myalgia, abdominal distension, weight increased and tooth loss outcome was unknown and the alopecia had not resolved. The reporter considered abdominal distension, alopecia, medical device removal, myalgia, tooth loss and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, alopecia, myalgia and weight increased, tooth loss. Most recent follow-up information incorporated above includes: on 9-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.